Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of approximately 3 months, it was reported that the lead had dislodged. The lead was successfully repositioned and remained implanted at that time. Later on the rv lead had recoiled again. The rv lead was successfully repositioned again and remains implanted.